Event description:
It was reported that post-paced t-wave oversensing on the ventricular lead was observed on a real-time egm. The device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.